Manufacturer narrative:
Hospital will not release device. This is a final report.

Event description:
It was reported that the patient underwent a pocket revision due to sensitivity at the pocket site. He also wanted a new upgraded system implanted. The patient is reportedly doing well after the revision.